Manufacturer narrative:
Sections with additional information as of 27-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10:retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-006: passed open expiration date.

Event description:
Consumer reported complaint for error messages (e-0 and e-3). Daughter is calling on behalf of the customer. At the time of the call ,the customer reported feeling weak. Daughter stated that on (B)(6) 2023 she had called ems, as customer had been feeling weak and was unable to obtain a blood glucose test result using the true metrix air meter. Prior to ems arrival, daughter stated she had given the customer orange juice and candy. Ems had tested the customer's blood glucose and stated that it had been fine (undisclosed result). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2023 and test strips were opened six months ago (expired - opened more than four months). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer that produced e-0 error using true metrix air meter. Daughter stated that she performed a blood test on herself and had obtained a result (undisclosed).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes (weak) and due to customer contacting ems due to symptoms and being unable to obtain a blood glucose test result. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.